Manufacturer narrative:
H3: one level 1 hotline low flow system was received with wear and tear damage to the enclosure, front cover, tank cover, drain fitting and the line cord. A temperature check was attached to the hotline, the line cord was plugged in, and the power switch was turned on to perform safety/electrical test. The reported issue was able to be duplicated. There were water leaks from the tank cover which caused the reported issue. The water tank cover will be replaced to resolve the issue.

Event description:
Additional information was received indicating that the issue occurred during testing, the device did not alarm or fail to alarm and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical device is leaking. There were no reported adverse events.